Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cultures taken and showed serratia marcescens".

Event description:
Healthcare professional reported "breast removal and wash out", "results were polymorphonuclear leukocytes present (3+), but no organisms ever grew out of the aerobic or anaerobic cultures" and "cultures taken and showed serratia marcescens". This record is for the right side. The device was explanted.

Manufacturer narrative:
There is no complaint against an allergan device. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.3, d.4, g.1, g.4, h.6.

Event description:
Based on new information received, the device was reported as non-allergan. The record is no longer reportable to the FDA.